Manufacturer narrative:
The device was returned for analysis. The reported deployment issue was confirmed. The reported shaft break was a noted break of the coupler tubing most likely due to procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the distal sheath of the supera delivery system was bent within the anatomy causing ratchet to sheath interaction. Further attempts to advance the stent failed after the thumbslide would not move resulting in the deployment failure. The noted coupling tubing break proximal to the outer sheath proximal end likely encountered significant resistance as the device was removed observed post procedure given procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed, mildly tortuous, and moderately calcified lesion in the left superficial femoral artery. Following pre-dilatation, an attempt to deploy a 5.5x120mm supera self-expanding stent system (sess) was made; however, the stent failed to deploy even after advancing the thumb slide several times. The sess was removed under fluoroscopy. The procedure was successfully completed with a new unspecified supera stent. Post-procedure the sess was inspected and it was noted that shaft between the proximal delivery catheter and the handle broke. When the thumb slide was advanced the stent did not deploy but when held in place the stent was able to deploy. Additionally, it was confirmed that the sess was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.